Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to difficult to remove the lead from the implantable pulse generator (ipg). The patient is doing well post operatively and the device will not be returned as it was disposed per facility.

Manufacturer narrative:
Correction to the initial MDR in block(s) d6b and h11. Product family: scs-adapters upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6) batch: 7027694.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to difficult to remove the lead from the implantable pulse generator (ipg). The patient is doing well post operatively and the device will not be returned as it was disposed per facility.

Manufacturer narrative:
Product family: scs-adapters; upn: m365sc9208150; model: sc-9208-15; serial: (B)(6); batch: 7027694. Product family: scs-chargers; upn: m365sc641230; model: sc-6412-3 ; serial: (B)(6); batch:495058.